Manufacturer narrative:
The colonoscope was returned to the manufacturer service center for evaluation and the report of image loss was confirmed, due to ccd harness failure. Repairs included replacement of the ccd camera assembly and bending sheath at the distal tip, and restoration of angulation to specifications. This MDR has been submitted one day late due to an esg outage on 05/19/2017, (B)(4).

Event description:
It was reported that during a colonoscopy, the center image went out. According to the report, the physician finished the case using another colonoscope with no injury or other adverse health consequence to the patient.